Event description:
New ventilator/continuous positive airway pressure (CPAP) patient circuit holder adjustment levers are breaking off.======================manufacturer response for CPAP - continuous positive airway pressure, respironics v60 (per site reporter)======================local sales representative was notified of broken circuit holder arms.